Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the keypad was found to be intact. During evaluation, all keypad buttons were found to be responsive to button presses. The keypad buttons were found to have normal spring back or click. The keypad cover was removed and no contamination was found under the key contacts. The reported intermittent issue with ok button was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, stating that the ok keypad button intermittently required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.